Manufacturer narrative:
Reported event of no inductive telemetry could not be confirmed. The device voltage was above elective replacement indicator (eri) level upon receipt. Visual inspection found no anomaly on the header related to the field concern. Analysis of the device image indicated device was within normal range of operation. Analysis performed found no anomaly contributing to reported event of a failure to interrogate. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
Prior to implant procedure, while attempting to interrogate the device, connection was lost. A new device was selected for implant. No patient consequence.